Event description:
It was reported that the patient received inappropriate shock due to noise. High pacing lead impedance was also noted. Lead fracture was suspected. The lead was capped without complications.